Manufacturer narrative:
During inspection and testing, the image issue was confirmed, and found that the image loss was due to a false contact in the video cable (faulty cable). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The hd autoclavable camera head was returned to an olympus service center for evaluation with a report that there was a problem with the cable, and that the staff had to move the cable to get an image on the screen. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the loss of image occurred because the inside of the cable was disconnected or about to be disconnected and this resulted in causing communication failure. Olympus will continue to monitor field performance for this device.